Event description:
It was reported that two cutting loops broke off, which caused a 5-minute delay.

Manufacturer narrative:
The product was not returned for investigation, therefore the reported failure mode could not be confirmed. Probable root causes: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Shear pin failure in handle. (Proximal end of device). The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that two cutting loops broke off, which caused a 5-minute delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.